Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer received a battery out limit alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected battery limit alarms noted. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners, reservoir tube lip, belt clip slot and battery tube threads. Unit received with minor scratches on display window. Unit received with missing end cap sticker.